Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter (sales rep) for the lay user/ patient contacted lifescan (lfs) alleging that their onetouch verio 2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate's (cca) limited documentation as the reporter was unable to provide detailed information or follow up details to contact the patient. The reporter stated that the alleged issue began on an unknown date and time. The reporter was unable to provide any readings for comparison purposes but he stated that the reading on the subject meter was 150 higher than normal readings. The reporter was unable to detail what the patient's usual diabetes management routine is .the reporter stated that the patient increased their dose of insulin as a result of the alleged issues. The reporter claimed the patient developed symptoms but could not specify what they were. The reporter stated that the patient was administered insulin during a doctor's office visit by a health care professional (hcp). The reporter was unable to provide dates and times for this report. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the blood glucose results were obtained from an approved site. There is no evidence that the product caused or contributed to a serious injury because there is no indication that the subject meter caused or contributed to this injury. The treatment the patient experienced correlated with the high readings they obtained. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.